Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that possibly ruptured after implantation. The patient reported that she was accidentally hit in the rib and had a hairline fracture. The right breast prosthesis possibly ruptured, and she gets random pains in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.